Event description:
The customer reported to a carefusion technical support representative an "o2 cell failure" while ventilating and reported no patient harm.

Manufacturer narrative:
Failure analysis: received p/n 16101 s/n (B)(4), could not duplicate reported problem.